Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached in the middle. The detached piece was retrieved. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analyses of the device revealed that it have been separated at the transition area. The barbed connector, inner and outer rings were properly assembled with the feeding tube. The thermoformed tubing presented evidence of proper assembly. The components did not have any visible defects that might have contributed to the failure. It was noted that the condition of the returned unit was consistent with the complaint incident that the tubing separated at the transition area. The customer did not provide the size of the initial incision, it is possible the incision size might have been too small for placement resulting in the failure seen in this device. Because the device did not present visible defects that might have contributed to the failure and the initial incision size was not provided, the most probable root cause of "undetermined" is selected for the complaint. A device history record (DHR) review of lot number 16584734 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16584734.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the peg tube detached in the middle. The detached piece was retrieved. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.